Manufacturer narrative:
Exact date unknown, event occurred in 2014 or 2015. Explant date: 2014 or 2015. Additional suspect medical device component involved in the event: product family: m365sc8216500, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17181982.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure wherein all devices were removed and were not returned. No further information has been obtained despite good faith efforts.